Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. The fault was determined to be an electrical connection failure. No repairs were available. The device was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton's image was unstable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.